Event description:
Supplement report being submitted due to the completion of the investigation on 09-jun-2023

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1887495 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1887495. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: image received confirmed the retraction difficulty of the needle on the ultrasound image. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause is that is the needle became kinked at the distal end due to the device being used in a tortuous anatomy or due to the endoscope being used in a flexed or twisted position as indicated in the additional information which may have contributed to the difficulty encountered when attempting to retract the needle into the sheath in order to retrieve the sample. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, during the echoendoscopy procedure, the material got stuck in the device, specifically stuck in the biopsy channel confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to a kinked needle at the distal end due to the device being used in a tortuous anatomy or due to the endoscope being used in a flexed or twisted position as indicated in the additional information which may have contributed to the difficulty encountered when attempting to retract the needle into the sheath in order to retrieve the sample.

Event description:
During the echoendoscopy procedure, the material got stuck in the device, specifically stuck in the biopsy channel, it did not expose the needle and it was not possible to make the back and forth movements of the needle to remove the necessary sample. After numerous attempts the item was released by surgical tweezers.

Manufacturer narrative:
PMA 510k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.